Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an undisclosed date and an unknown mesh was implanted. It was reported that the patient experienced undisclosed injuries. No additional information was provided.

Manufacturer narrative:
It has been reported that patient underwent mesh revision on (B)(6) 2014 by dr. (B)(6) m.d.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2010 and tvt-o was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced incontinence and hematuria. No additional information was provided.